Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex pusher wire was returned for analysis, inside a dispenser coil, an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex pusher wire was observed to be broken at the distal wire proximal to the dps sleeves. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. No bends or kinks were found on the pusher wire. Testing/analysis: the broken end of the distal wire was sent out for scanning electron microscopy (sem) failure analysis. Per the sem test result, the features observed on the fracture surface are consistent with a rotational overload failure. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the pipeline flex braid was not returned with the pusher wire. However, the cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid at a vessel bend, or a damaged braid. In this event, the customer stated that the vessel tortuosity was normal and that the device was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid at a vessel bend as possible causes. A damaged braid could have contributed to the failure to open complaint. Damage to the braid can occur due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resis tance. Since the braid was not returned, any contribution it made to the failure to open could not be determined. The pipeline flex pusher wire was broken at the distal wire proximal to the dps sleeves. The distal wire's broken end failed via torsional overload. Possible causes of the break failure include over-manipulation and twisting. In addition, the damage to the distal hypotube (stretched) indicates that high force was applied. The damage likely occurred when the customer attempted to advance the pipeline flex device through the catheter against resistance. Possible causes of resistance include a lack of continuous flush with heparinized saline during delivery. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip end of a pipeline flex stent did not fully open. After advancing and deploying further, the tip end still failed to open completely. Attempts to push the microcatheter to go upper, retrieve and redeploy the stent 2¿3 times, still were not successful in opening the stent. The stent deploy position was in a straight segment, and the vessel curvature was normal. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were reported with this event. The patient was undergoing surgery for treatment of an internal carotid artery aneurysm at the c3 segment. 3d measurements showed a vessel diameter of approximately 4.9¿5 mm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included 6f tongqiao  silver snake guide catheter and marksman 150 microcatheter.

Manufacturer narrative:
Update a2, a3, a4, b5, d9, and h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was undergoing treatment forc3 segment aneurysm, approximately 4*5mm in size. The patient's vessel tortuosity was normal. The cause of the failure to open the pipeline device was not determined. The device was not placed in a vessel bend when the issue occurred, but rather at the level of the middle cerebral artery. Several additional attempts were made to open the pipeline, including repushing the stent delivery catheter further and deploying the stent 2¿3 more times over a longer distance, but these efforts were unsuccessful. The patient did not experience any adverse event, injury, or symptoms related to the failure to open.